Event description:
Prior to patient use after being primed with hydration fluid, it was noted the extension set tubing was separated from the leg of the upper y-site. Though requested, no additional information was provided.